Event description:
Additional information received noting that the increased seizures were caused by an external factor and not the vns and the increase was back to pre-vns baseline levels. The only intervention taken were medication changes and temporarily disabling the vns to rule it out as a cause and the intervention was for patient comfort only.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in the emergency room due to experiencing an increase in seizures. The patient notes that they have not seen any benefits since having the vns implanted in (B)(6) 2022. The patient's physician disabled the vns to see if the vns can be ruled out as a cause. No other relevant information has been received to date.